Event description:
During follow-up, noise resulting in oversensing and pacing inhibition were observed on the right ventricular (rv) lead. No intervention has been performed at this time. No adverse consequences were reported. Further information was requested but is not yet available.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
Additional information received indicated the physician alleged right ventricular lead fracture, although it was not confirmed. The event was resolved by explanting and replacing the rv lead. The patient was in stable condition.

Manufacturer narrative:
The reported events were lead fracture and noise. As received, a partial lead was returned in two pieces. The reported event of lead fracture was not confirmed. X-ray examination of the lead did not find any indication of conductor fractures. The reported event of noise was confirmed. Visual inspection of the lead found clavicle crush damaging all the cable lumens, inner coil lumen and polytetrafluoroethylene (ptfe) liner of the inner coil distal to the suture sleeve tie impression. The etfe cable coating of one ring electrode cable was also damaged in this location. The cause of the reported event of noise was isolated to the clavicle crush damaging the ptfe liner of the inner coil and the ring electrode etfe cable coating.